Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a rotator cuff repair, the nose on 3 of the customer's healix advance knotless br anchors, 4.75mm broke off during insertion. The sales rep said he could not confirm if they were cheesewired. The surgeon prepped the bonehole with the purple healix awl and was using 4 tails of orthocord. The surgeon inserted one anchor after another in the same bone hole each time breaking the nose of the implant. The surgeon completed the procedure with a 4th same size but new design healix advance knotless br anchor. There were no patient consequences but a 10 minutes delay in the procedure. The sales rep reported that the bone quality was hard and that the area around the bonehole was cleaned before inserting the 4th anchor. The sales rep was not present. No further information was available. The customer already discarded the implants.